Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was inserted on (B)(6) 2011. On (B)(6) 2011, the nurse noticed during a perfusion, via the distal port, that there was a communication with the other two ports. As a result, the catheter was exchanged for the pt without incident. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt outcome was fine. Add'l info was received from (B)(6) on (B)(6) 2011, which stated, the pt was suffering from myelogenic leukemia. The catheter was left in for long term use because, it was functional and there was no need to exchange it until this issue occurred. At which time, the catheter was exchanged without incident.